Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power while downloading event information into their computer system. &#1288;ere was no report of any patient use associated with the reported issue.